Manufacturer narrative:
Insulin pump received with button error and no button response due to corroded keypad traces. Unable to perform the occlusion test due to button and keypad anomaly. Insulin pump received with cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip, belt clip slot, minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer's insulin pump experienced a button error alarm while trying to complete an infusion set change. The customer's blood glucose level was 270 mg/dl. The customer also reported that she told her doctor that there was a crack in the insulin pump but that the doctor said to disregard the crack if the insulin pump worked properly. The customer was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.